Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer blood glucose level was unknown. Customer stated that audio did not work. Customer stated that they received that alarm in the alarm history but the audio function did not alert him. Customer stated that they not sure if he accidentally turned off the audio option or not. The insulin pump will not returned for analysis.